Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and insulin delivery was resumed successfully. (B)(6) 2020!